Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, and h11 additional information: on 09-oct-2025, the following additional information was obtained: further investigation was completed. A review of a a video provided by the customer was conducted. The video showed a sureform 60 stapler instrument attempting to fire on the stomach. The user stated that the stapler was equipped with a green stapler reload with buttress material. Immediately upon firing, the stapler paused at 60mm, then again at 54mm, and again at 44mm, before ultimately failing to complete the fire. The repeated pausing indicated that the stapler was unable to achieve the necessary compression to effectively form the staples. Additionally, an image provided by the customer was reviewed. The image shows unformed staples on tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 60 was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired. No failures could be found in the logs. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the stapler sureform 60 instrument failed to complete fire, on what seemed to be appropriate thickness. Fragments fell inside the patient and were retrieved during the same procedure. The procedure was completed.